Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced a minimum fill notification and the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting. Customer¿s blood glucose level was 400mg/dl.